Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the clip delivery system was returned and the reported gripper arm actuation issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities to this lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the gripper actuation issue. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report that during preparation one gripper arm failed to raise. It was reported that during preparation of the mitraclip delivery system (cds) when trying to raise the gripper arms, after unlocking the clip; one gripper arm failed to raise. The clip was locked, gripper arms were lowered, and another attempt was made to raise the gripper arms again; however the gripper arm would not raise. As this occurred during device preparation, there was no patient involvement. Another cds was used for the procedure. There was no clinically significant delay in the procedure. No additional information was provided.